Manufacturer narrative:
Further information was received indicating that the degeneration reported was due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Reports of early prosthetic endocarditis with a known source of infection, or intermediate/late occurring greater than 60 days post-implant or unknown implant duration are not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an elite valve model 8300ab19 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of one (1) year and two (2) months due to degeneration. A 23mm transcatheter valve was implanted within the edwards surgical valve with good result.